Manufacturer narrative:
The complaint has been registered under (B)(4). After reception of the complaint, the manufacturing folder has been reviewed. The production processes are conform to the predefined specifications and the quality control passed. There were no non-conformities observed during the manufacturing process. We also requested extra images but they were not other images. The investigation is ongoing as we haven't yet received the implant.

Event description:
We were notified of the event ((B)(4)) on the (B)(6) 2025 from spain about a setscrew loosening (reference (B)(4), batch 7-9033). The patient was reoperated because of pain. After second surgery, the patient is recovering without any issue. The device history record of the complained implant has been reviewed and there were no non-conformities observed.

Manufacturer narrative:
The complaint has been registered under (B)(4). After receiving the complaint, the manufacturing and quality control documents were analyzed. It was observed that the raw materials and production processes conform to the specifications. No deviations were observed during the manufacturing process. The devices from this batch were manufactured in january 2024, and (B)(4) units have already been implanted without any issues. This is the first complaint we have received for this batch number. We received an x rays image (post op) and we can observe that the setscrew migrated and is not loose as reported. We asked the reporter for more information and additional images : the patient was 79 years old, no smoker and did not have any physical activities that can explain the migration of the setscrew the first surgery was performed on the (B)(6) 2025 and the patient came back for pain on the (B)(6) 2025. The revision surgery was performed on the (B)(6) 2025. The reporter couldn't provide us with more images or with the reference of the instrument used for the final tightening. The patient is now recovering. R&d team inspected the setscrew. There is no defect on the threads, but there are concentric marks on the bottom of the setscrew. These marks can be explained either by several tightening attempts, or by friction during loosening. R&d also noted in the patient file that three boxes of rods were used, as well as an additional box of setscrews, which is not the standard procedure. Based on the above information, we could not clearly identify a root cause or incriminate the product. However, the main hypothesis to explain this migration are: the setscrew was not tightened another instrument than the final tightener was used to tighten the setscrew defective instrument has been used during procedure (final tightener) since the launch of the device, 215'231 setscrews have been implanted for this range and this is the sixth time we receive a complaint for this kind of issue, which represents (B)(4) of defective rate.

Event description:
On the 03.mar.2025, we received a complaint from the field in spain (see (B)(4) folder) reporting a setscrew loosening at l5. As per the surgical file, the surgery was performed on (B)(6) 2025. The patient came back because of pain on (B)(6) 2025. A new surgery was performed on (B)(6) 2025. The patient is recovering.